Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event and subsequently expired on (B)(6) 2008 during use of the product.

Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products.